Manufacturer narrative:
There was no known patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). Reported issue was confirmed at the customer, visual inspection found no additional issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report."

Event description:
Livanova received a report about a scpc system 60-03-75, sn# (B)(4) where the motor is spinning at a very, very slow rate. When requesting 2500 rpms, we were only able to get 20 rpms. There is no report of patient injury.

Manufacturer narrative:
A review of the DHR could not identify any non conformities related to the reported issue. The drive unit was sent back to manufacturer for investigation and the reported issue was confirmed. It was noted that the 24v gnd wire of the main cable was loose; after re-connecting it, higher speed could be reached.

Event description:
See initial report.